Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements. These measurements correlate with a heart surgery this patient underwent. (B)(6) technical services (ts) was consulted and recommended further testing. No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22.